Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage to strut rows 3-7 from the proximal end of the stent. The remainder of the stent was undamaged and crimped in place. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube identified a kink at distal to the distal end of the hypotube. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on may 30, 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left anterior descending artery (lad). A 3.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. However, severe resistance was met and the device failed to cross midway through the lesion. The procedure was completed with a 2.50 x 16 synergy¿ drug-eluting stent. No patient complications were reported. However, returned device analysis revealed stent damage.